Event description:
Add'l info rec'd from MFR 3/14/01: MFR's analysis confirmed the clinical observation of no telemetry or magnet tones. The titanium case of the device was removed and initial voltage measurements found that the battery was depleted. Detailed visual inspection of the device identified a shorted condition as a result of a telemetry coil wire in contact with the case of the device. An external power supply was attached to the circuit and the device was put through a series of diagnostic tests that verify the performance of defibrillation, pacing, sensing, memory and recording functions of the device. After the external power supply was attached, the ICD's electrical circuitry performed normally throughout all tests. It is concluded that the exposed telemetry coil wire and subsequent depleted battery resulted in the inability to interrogate or generate magnet tones. The lead was returned in segments; analysis found no anomalies. The lead exhibited damage consistent with that seen during an explant procedure. The device and leads were implanted in 1998 and removed in 2000. The total implant duration for the ICD system was 32 mos.

Event description:
Aicd system failure. System removed using laser and new system inserted.